Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00140: screw.

Event description:
The surgeon was inserting a locking hexalobe screw into a wrist spanning plate that was being implanted. The screw head broke off in surgery and caused a 10-15 minute delay in surgery.